Event description:
It was reported that the simplex cement leaked from the connection of the flexible nozzle and cartridge. It was reported that the first packet of simpex cement was mixed in a bowl and poured into the cartridge after one minute of mixing. The cement was leaking from the connection and resulted in lost cement volume. As there was inadequate cement into the humerus canal for implantation., the surgeon decided to use a second packet of cement for the procedure. The cement from the first packet was hardened distally and resulted in the surgeon adopting cement on cement method, with a smaller humeral implant for the patient. It was also reported that there was a 45 minute increase in the surgical procedure.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.